Manufacturer narrative:
No conclusion code available. The reported short eri to eos margin was confirmed in the laboratory and was due to higher than nominal settings on the lv channel. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the margin between eri and eol was short. The patient was asymptomatic. The device was explanted and replaced. The patient was doing well.